Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that air bubbles were observed in the infusion set tubing. Additionally, it was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Additionally, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, a new cartridge was filled and loaded successfully. Customer's blood glucose ranged from 175-180 mg/dl.